Event description:
New information received notes that programming changes were performed to resolve the issue. There were no patient consequences post-intervention.

Event description:
It was reported that far r wave oversensing resulting in inappropriate automatic mode switch (ams) was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. There were no patient consequences.